Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. An investigation of the case logs revealed that the user did not pair a surveillance marker during the procedure. This is not the proper technique using excelsiusgps, as the software is then unable to alert the user if the drb or surveillance marker was bumped at any point during the case and navigational integrity is lost. The logs did not indicate that the system detected and notified the user of a drb shift, but the user noticed the rise inserter appearing several millimeters shallow after disc prep. It is recommend that the user performs an anatomical landmark check on multiple landmarks to ensure integrity. Misplaced implants were corrected intraoperatively and no adverse effects to the patient were reported. The observed overall risk is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.